Event description:
Additional information was received from the patient. They reported that after a while, it had pain go through their butt cheek into their leg. A wire was loose. When asked what most likely caused or contributed to the issue, they responded their first device that was permanent (on the right side), was a loose wire.

Manufacturer narrative:
H6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11brn, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. "Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported representative was currently in operating room. The representative reported patient has been getting uncomfortable stimulation with stimulation on. The representative reported that the uncomfortable stimulation was on her right leg and abnormal impedance was tested in the office. The representative reported patient also reported her right leg would feel tingling and heavy. The representative reported physician has opened the ins pocket and the ins header block; there was blood all the way through the last electrode. The representative reported patient was getting great motor and toe bellows at 2v. The representative reported in the office, electrode impedance were tested at 1v, all unipolar pairs were normal range, but all bipolar pairs were >4k ohms. The representative reported patient could not tolerate any higher amplitude. The representative reported patient was not getting good therapeutic benefit as patient was only able to tolerate low settings. The patient reported whenever increased stimulation it felt uncomfortable stimulation. The representative reported there was no way physician can clean all the blood out of the header block. Additional information reported couple days later indicated that hcp ended up replacing both ins and lead. Representative stated patient had no issues during her evaluation in which she tested for 2 weeks. Representative stated within 2-3 months of having permanent ins, she started feeling the burning and tingling down her leg. Representative stated patient had reprogramming done but nothing was resolving the issue. Representative stated patient did not have any falls reported and was not sure if at these reprogramming sessions impedances were checked. Patient stated she did check prior to surgery on (B)(6) 2016 and all case pairs were fine but most bi-polar pairs were >4000 ohms. Representative stated the last 2 bi- polar pairs were also okay. Representative stated she does not know what patient was programmed on. Representative stated inquired what would cause liquid and blood to get into header block. Representative stated device was being sent back for analysis. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va11brn, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the implantable neurostimulator (B)(4) found that it was functionally okay and there were insignificant anomalies.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.